Event description:
In 2009, the patient reported that her infusion device began making a "rattling noise" a day and a half ago. She stated that the noise occurs each time insulin is delivered. She does not believe insulin is being delivered consistently. She stated that the day before, her blood glucose measured 500 mg/dl when she woke up and she was able to lower her readings with injection therapy. She also stated that when she changes the insulin cartridge or infusion tubing an 04 (occlusion) error is displayed. The patient was advised to switch to an alternate form of insulin delivery. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.